Event description:
It was reported that during the implant procedure, the device would not initialize. The physician elected to open and connect the device in the hope that after some additional time the device would initialize. The device did not initialize and was replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6942 implantable tachy lead 2000-(B)(6). (B)(4).